Event description:
It was reported that this patient had an infection. No further information is known about the infection. It was also noted that noise was present on all channels of an electrogram. This was thought to be due to electromagnetic interference. No additional adverse patient effects were reported. Evidence suggests this product remains in service. This report will be updated, should additional information be received.